Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers report(s): 3006524618-2012-00344.

Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a super turbovac 90, ifs wand and an unknown quantum controller. During the procedure the wand self activated and also "sparked". The procedure was completed and no patient complications were reported as a result of this event.